Event description:
It was reported the patient had not been able to urinate completely and their feet and legs were swollen. It was unknown how long this had been an issue. The patient was experiencing 50% improvement in symptom reduction. In addition, the patient had been experiencing some bowel issues since implant. When trying to adjust stimulation, the patient¿s spouse was having trouble connecting when using the antenna. It was noted the patient was not trained adequately on using the device. After troubleshooting, the reporter was able to connect with the antenna attached. Later, with the help of the representative, programs were switched and the patient was going a little better. However, the patient felt an uncomfortable feeling with the new program. It was not pain exactly, but it was ¿not good¿ either. This feeling happened when the patient went from sitting or lying down to standing. It was later reported that the patient had pain from stimulation and this occurred yesterday or the day before that. The patient had reported to have multiple falls in the past several days and was admitted to the hospital with pneumonia, in addition to a urinary tract infection (uti). When they spoke with a manufacturer representative they were instructed to turn the amplitude down from 1.5v to currently 0.8v. This had helped to reduce some pain but it was currently unknown if it was resolved. The patient had 14 bowel movements last night and the patient had been on their current program for about 3 weeks. The patient¿s spouse had reached out to the patient¿s managing health care provider (hcp) and they were instructed to contact the manufacturer representative with programming questions. It was further reported that the manufacturer representative saw the patient about 2 weeks ago. The patient was reprogrammed and the patient¿s spouse told them that the patient was doing well. When asked if the cause was determined, the manufacturer representative reported that the patient just needed to be reprogrammed.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0kngf, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).